Event description:
It was reported that the patient was admitted to the hospital due to seizures and suspected vt with approximately 15 episodes recorded. Upon review, it was discovered that the implantable cardioverter defibrillator was found to be in backup operation and it is unknown if the device provided therapy for the original vt episodes. Programming changes were performed however, the device remained non-functional and reverted to backup operation. The patient was in stable condition. Further information was requested, however, was not provided.